Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with heavy tortuosity and heavy calcification, pre-dilatation was performed. A 2.75x28 xience prime stent delivery system (sds) was advanced and deployed at 12 atmospheres (atms); however, a dissection was noted. A 2.75x33 xience prime sds was advanced and deployed at 12 atms in an attempt to treat the dissection; however, the dissection extended further. Reportedly, a 3.0x12 xience prime sds was advanced and implanted to treat the dissection and the procedure was successful with satisfactory results. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, stent: rx xience prime 2.75 x 28 mm. The rx xience prime 2.75 x 28 mm referenced in is being filed under a separate medwatch report. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.